Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, missing serial number label, and faded end cap address label. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump turned off when they were swimming in the sea. The customer reported that there was water in the battery compartment. The customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.